Event description:
It was reported that the sticker that covers the adhesive part of the probe is coming off very hard and damaging the probe cover, on the adhesive strip. This was detected by the nurse in the or. No patient injury, infections or complications were reported.